Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented a f-38 alarm. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was serviced on-site by a field service technician. A visual inspection was performed. A self test was performed which presented an f-38 alarm. The cause of the condition was determined to be inoperative force sensing resistors. To correct the condition, the force sensing resistors were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.